Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was from a gastro flex thermistor trace crack and open due to an insufficient cable assembly and/or gastro flex reliability; these are related to design. Improvement action plans were established through a CAPA.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide initial reporter contact information (see section e1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), correct and update the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that while the user was scanning the patient during a transesophageal echocardiography (tee) procedure, the transducer displayed "overheating" error message. The system was rebooted to recover functionality. Upon reboot, the system locked up and after five minutes, the overheating message was displayed again. This time, the transducer was not in the patient. The procedure was repeated and completed using a different but similar transducer. There was a delay of 30 minutes while the replacement transducer was retrieved. There was no loss of data reported. There was no patient or user injury reported. No additional information was provided.